Event description:
Tech alleged that the ground resistance for the bed is too high. No pt impact.

Manufacturer narrative:
The tech found the cause to be the power cord was worn out where it goes into the socket. The tech replaced the power cord to resolve the issue.